Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes. On 30-jan-2025, clinician reported potential loss of capture is also seen on iegms from (B)(6) 2025. Aps recommended to evaluate the lead in person. No adverse events reported. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Monitoring reported episodes showing noise on the atrial channel and ff channel. Lead trends show a slight decrease in shock impedance and rv sensing. Atrial sensing remains low. All other values appear unremarkable.

Manufacturer narrative:
Combination product: yes.